Event description:
Laparoscopic right colectomy. Plcr60b was loaded, calibrated and fired across the right colon and it left an incomplete staple line and malformed staples. The specimen side appeared normal, but the patient staple line was incomplete. Cautery and a clip was applied and two new plcr60b reloads were fired successfully to complete the case. No patient injury.

Manufacturer narrative:
Reviewed product release and found no discrepancies. Three times returned reloads were not fired. Four times returned reloads were fired. All four reloads have damaged retention posts indicating they were not seated properly, which causes misalignment between reload and the anvil resulting in malformed staples. Two of four reloads had one stapler each jammed between pushers and cartridge further confirming that the reloads were not seated properly. The root cause was a reload that was not seated properly. Car 0818 has been issued to engineering because users are having difficulty in the field properly seating the reloads in the plc60. It will be used to capture any further investigations and to ensure the effectiveness of any implemented corrective and preventive actions. The training group has been requested by qa to communicate to the sales rep to ensure that the reloads are seated properly and the retention posts are full engaged in the plc60 housing before firing.